Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen). (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 200 and 234 mg/dl. The customer's expected fasting blood glucose test result range is 102-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 1/23/2018 and open vial date is 11/16/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:234 mg/dl, 200 mg/dl. The customer advised of product proper storage environmental conditions. Meter memory was set with date and time correctly.